Manufacturer narrative:
(B)(6). (B)(4). PMA#: p820049. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model duralens ps65atb, was explanted from an eye of a female patient because the lens dislocated (lens sinking towards the inferior through zonulolysis) which caused deterioration of her eyesight. A vitrectomy and an incision enlargement (5.5mm corneo-scleral access) were performed and sutures were used. The surgeon also reported the visual acuity pre and post-op. Visual acuity pre-operative: fz (mit +18dpt sph). Visual acuity post-operative: 1/35 mv (sc) 2. Postoperative day. The patient was satisfied with her outcome. The lens was disposed and will not be sent back to the manufacturer. No further information was provided.

Manufacturer narrative:
Device evaluation: the customer disposed of the lens, therefore visual inspection was not performed. Manufacturing record review: a manufacturing process record evaluation could not be performed since serial number of the device is unknown/not provided. Labeling review: the directions for use (dfu) was reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the information provided, there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.